Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for follow up in clinic, device interrogation revealed multiple episodes of high ventricular rate (hvr) due to noise artifact on the right ventricular (rv) lead. The noise was reproducible in clinic with isometric exercise. Programming changes were made. The patient did not experience any adverse consequences.